Event description:
Dr. Performing a laparoscopic procedure. Dr. Introduced the step insufflation needle #1. Dr. Felt that the needle malfunctioned--it did not react as it was supposed to. Dr. Asked for another needle. The second insufflation needle reacted the same way. The needle did not retract.